Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
Component code (annex g): g07001 - part/component/sub-assembly term not applicable. 1 x spsof-5-7 of lot number unknown involved in this complaint was unavailable for return to cirl for evaluation. With the information provided, a document based investigation was conducted. As the lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all spsof-5-7 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. The iabel which accompanies this device instructs the user to use 0.035" wire guide. According to the initial report, the patient did not experience any adverse effects due to this, the procedure was completed successfully with this device. A definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per additional information received a 0.025" wire guide was used. Complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Information received 19-oct-2020: olympus 0.025 inch wire guide was used to place the stent, 0.035 inch wire guide is recommended per label. This file was created to capture user error as the incorrect wire guide was used to place the second device that was placed successfully. No adverse effects to the patient reported.